Event description:
It was reported that a user started a libre 3 plus sensor but paired it with the libre app instead of the ilet mobile app, which resulted in the ilet operating in bg run mode with fingerstick entries and prevented the cgm from pairing due to the sensor being in use by another device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.